Event description:
A peritoneal dialysis pt's nurse reported that the pt was diagnosed with peritonitis on (B)(6) 2014 related to adhesions while in the hosp. The pt changed to hemodialysis.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.